Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the pump for 3 days. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin delivery.